Event description:
It was reported that a malfunction alarm occurred with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. The customer did not provide any further information.